Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. At a routine 45-day follow-up appointment, transesophageal echocardiogram (tee) revealed that the closure device had turned sideways and was more proximal. It was also noted to be under compressed and there was a small leak past the fabric cap on the closure device. There was no intervention or treatment performed at this time.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known